Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure coil became unraveled, it was lodged deep into the uterus."), device dislocation ("migration of the essure inserts"), device expulsion ("essure coil became unraveled, it was lodged deep into the uterus."), pelvic inflammatory disease ("pid"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a 40-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "essure coil became unraveled". The patient's past medical history included birth control pill from 2000 to 2013. Concurrent conditions included multigravida and parity 3 ((B)(6) 1998; (B)(6) 2001; (B)(6) 2015). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In february 2015, the patient experienced pelvic pain ("pelvic pain / pain from migration of the inserts"), menorrhagia ("prolonged and abnormal menses"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy and dilation and curettage), surgery (undergo a complete hysterectomy with removal of the essure devices), surgery (hysteroscopy and dilation and curettage) and surgery (hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain, fatigue and vaginal haemorrhage had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion and proper placement healthcare provider told about her results as (B)(6) 2013 on the right side was blocked by the essure device, and the left side was naturally blocked. Physician stated she could stop taking birth control. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic inflammatory disease quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("essure coil became unraveled, it was lodged deep into the uterus."), device dislocation ("migration of the essure inserts"), device expulsion ("essure coil became unraveled, it was lodged deep into the uterus."), pelvic inflammatory disease ("pid"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a 40-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "essure coil became unraveled". The patient's concurrent conditions included multigravida and parity 3 ((B)(6) 1998; (B)(6) 2001; (B)(6) 2015). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 11 months 27 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain from migration of the inserts"), menorrhagia ("prolonged and abnormal menses"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe abnormal menstrual pain") and abdominal pain lower ("lower abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (hysteroscopy and dilation and curettage), surgery (undergo a complete hysterectomy with removal of the essure devices), surgery (hysteroscopy and dilation and curettage) and surgery (hysteroscopy and dilation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device expulsion, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain, fatigue and vaginal haemorrhage had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed full occlusion and proper placement healthcare provider told about her results as (B)(6) 2013 on the right side was blocked by the essure device, and the left side was naturally blocked. Physician stated she could stop taking birth control. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic inflammatory disease most recent follow-up information incorporated above includes: on 16-apr-2018: pfs and mr was received- events-lot number and events vaginal hemorrhage, embedded device, device expulsion, pelvic inflammatory disease and device physical property issue were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil became unraveled, it was lodged deep into the uterus./buried under the endometrial'), device dislocation ('migration of the essure inserts'), device expulsion ('essure coil became unraveled, it was lodged deep into the uterus.'), device breakage ('one coil did break in half and that was removed in pieces'), pelvic inflammatory disease ('pid') and pregnancy with contraceptive device ('unexpected pregnancy') in a 40-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "essure coil became unraveled". The patient's medical history included birth control pill from 2000 to 2013, device dislocation and endometrial curettage. Concurrent conditions included multigravida and parity 3 (B)(6) 1998; (B)(6) 2001; (B)(6) 2015). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 months 27 days after insertion of essure. In february 2015, the patient experienced pelvic pain ("pelvic pain / pain from migration of the inserts"), menorrhagia ("prolonged and abnormal menses"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In november 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe abnormal menstrual pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysteroscopy and dilation and curettage, surgical hysteroscopy,removal of essure device and undergo a complete hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device expulsion, device breakage, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain, fatigue and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion and proper placement. Healthcare provider told about her results as (B)(6) 2013 on the right side was blocked by the essure device, and the left side was naturally blocked. Physician stated she could stop taking birth control. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic inflammatory disease, and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2020: mr received: event: 'device breakage' , medical history, reporter information were added. Previously reported event 'genital hemorrhage' was downgraded serious to non-serious. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coil became unraveled, it was lodged deep into the uterus./buried under the endometrial'), device dislocation ('migration of the essure inserts'), device expulsion ('essure coil became unraveled, it was lodged deep into the uterus.'), device breakage ('one coil did break in half and that was removed in pieces'), pelvic inflammatory disease ('pid') and pregnancy with contraceptive device ('unexpected pregnancy') in a 40-year-old female patient who had essure (batch no. A96184) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device physical property issue "essure coil became unraveled". The patient's medical history included birth control pill from 2000 to 2013, device dislocation and endometrial curettage. Concurrent conditions included multigravida and parity 3 (B)(6) 1998; (B)(6) 2001; (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 11 months 27 days after insertion of essure. In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain / pain from migration of the inserts"), menorrhagia ("prolonged and abnormal menses"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), dysmenorrhoea ("severe abnormal menstrual pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysteroscopy and dilation and curettage, surgical hysteroscopy,removal of essure device and undergo a complete hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, device expulsion, device breakage, pelvic inflammatory disease, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, menorrhagia and abdominal pain lower outcome was unknown and the pelvic pain, fatigue and vaginal haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, device breakage, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: confirmed full occlusion and proper placement. Healthcare provider told about her results as (B)(6) 2013 on the right side was blocked by the essure device, and the left side was naturally blocked. Physician stated she could stop taking birth control. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming event pelvic inflammatory disease, and device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure inserts"), genital haemorrhage ("heavy bleeding") and pregnancy with contraceptive device ("unexpected pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain from migration of the inserts"), dysmenorrhoea ("severe abnormal menstrual pain"), menorrhagia ("prolonged and abnormal menses"), abdominal pain lower ("lower abdominal pain") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (undergo a complete hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain lower and fatigue outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.